Event description:
It was reported that the broach handle broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. The following sections were corrected: b1. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided picture identified the broach handle covered in bio debris. The handle body has nicks and gouges. The strike plate has broken off from the top of the handle. The strike plate piece cannot be seen in the image. No further observation could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.